Event description:
A surgeon reported that during examination of a patient one day following cataract surgery, surgeon noticed a small refractile body 1mm off the center of the intraocular lens (iol) optic. The surgeon feels this may be contributing to the patient's complaint of glare. The iol remains implanted. More informaiton is being sought.

Event description:
The surgeon provided additional information stating that the prescribed pilocarpine drops without resolution of the glare symptoms. He subsequently exchanged the intraocular lens without complications. The pt is doing reasonably well following the exchange. Pt has developed mild cystoid macular edema (cme) and complaint of metamorphopsia secondary the cme.